Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified right coronary artery. A 6.00mm x 12mm nc emerge balloon catheter was advanced for dilation. However, during inflation at 8 atmospheres for 5 seconds, the balloon ruptured. The procedure was completed with another of same device. There were no patient complications nor injuries reported.